Event description:
It was reported that a there was a hole in the cassette of a home choice automated pd set. This was observed after use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) (previously submitted as na) initial reporter city: berlin (previously submitted as ni) initial reporter phone no.: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed and a leak was observed welded cassette. Further evaluation revealed a hole/tear on the sheeting below the welding location. The reported condition was verified. The cause of the condition was due to human error during the inspection process of manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.